Manufacturer narrative:
(B)(4). Returned pen needles evaluated with no defect found. Most likely underlying root cause: mlc -8- failure to follow instructions. Note: follow up call made on 11/1/2018; customer states he will send the product for investigation. Customer states he is going through personal issues with his health.

Event description:
Consumer reported complaint for pen needle not aligning with compilable pen needle injector. Customer stated he was having difficulty removing the pen needle from the injector. Customer stated the cap was not aligning and onto the needle grooves that lock to the cap to the needle. Customer stated that he had poked his finger a few times because he had to remove the pen needle manually from the injector. The customer feels well and did not have to seek any medical attention.